Event description:
Premature battery depletion was reported on the device. The device was explanted.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The premature depletion was caused by an internal short within the cell. The device tested normal after the cell was replaced.